Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker product assessment center (pac) for further evaluation. The pac technician verified the reported issue. The battery installed into the device measured below the shutdown threshold, and therefore could not power on the device. The cause of the reported issue was a depleted battery. The device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The local stryker facility evaluated the device and verified the reported issue. The device was sent to the us stryker product analysis center for further investigation. The customer was sent a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.